Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room for syncope. It was observed the right ventricular (rv) lead was oversensing during ventricular fibrillation (vf). Follow up with the company representative indicated the oversensing was deemed appropriate due to the nature of vf. The lead remains in use. No further patient complications have been reported as a result of this event.